Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, before firing, the adaptor disengaged from the shell and handle. They took another adaptor and shell to complete the case. There was no patient injury.